Event description:
Consumer alleges that his humidifier caused a fire in his apartment. No injuries were reported with this incident.

Manufacturer narrative:
Consumer was sent a prepaid label to return the product for evaluation, but the consumer has not returned the product.